Manufacturer narrative:
Date of report: 04aug2021.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator stopped ventilating the patient, and the patient experienced an event of oxygen desaturation. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospitals intensive care unit on an unknown date with an admitting diagnosis of coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device, the device remained powered on, but stopped ventilating the patient and no airflow was produced, no audible or visual alarms were generated, the patient experienced an event of decreased peripheral capillary oxygen saturation (spo2) to a percentile in the 60s, hospital staff then removed the patient from the v60 device and administered manual ventilation via an ambu bag valve mask, and the patient was placed on another v60 device; prescription, device settings, configuration, patient circuit, and patient interface not reported. No relevant laboratory data was reported. The patient incurred no harm, and the event of oxygen desaturation resolved; values not reported.

Manufacturer narrative:
The blower assembly and motor controller board were returned to philips for failure investigations. Upon evaluation and inspection, it was determined that the customer complaint of blower assembly failure was verified. The customer complaint of motor controller board failure could not be verified with no faults found.

Manufacturer narrative:
The device was inspected and evaluated by an institutional biomedical engineer and a philips authorized service provided (asp). Upon investigation it was determined that the device experienced a malfunction of the blower motor and motor controller printed circuit board assembly (mc pcba).the philips asp replaced the device blower motor and mc pcba to correct the noted malfunction. Performance verification testing (pvt) was conducted after the replacement of parts with no further failure or malfunction to perform to manufacturer declared specifications noted. Further root cause investigation is currently pending receipt of the blower motor and mc pcba by the manufacturer.